Manufacturer narrative:
(B)(4). On (B)(6) 2012, the customer reported that the physician asked for an EKG for a pt and used the machine. This was the first used of this device for obtaining EKG by these users. The first EKG said acute mi, they then performed another EKG that said the same thing. Cardiology called to come see the pt stat and cardiac labs ordered. It was noticed that the heart rates did not match up from the pt to the EKG recording. The hospital staff obtained a different EKG machine, and performed a new EKG with no negative result. The staff then later noticed the first EKG said simulated data. The EKG machine appeared to be reading the pt¿s heart activity but was actually just printing out simulations of different cardiac events. There was no reported adverse pt impact. The philips response center resolved the customer¿s problem by reviewing the instructions for returning to normal mode from demo mode. There was minimal health risk. When a user places the cardiograph in simulation (demo) mode, the display and printouts clearly indicate that the device is showing ¿simulated data.¿ this use error did not result in any injury to the pt and similar use error has not event previously resulted in serious injury or death. As part of continuous product improvement, philips had previously recognized an opportunity to improve the obviousness of demo mode. In (B)(4) 2011, philips generated a service bulletin ((B)(4)) which released a software revision to the cardiograph (a. 05.00), as part of this software revision, simulation mode has been enhanced by adding a watermark (¿demo mode¿) on the waveform displays on the cardiograph screen as well as on the printed reports. This customer has not yet installed the new sw revision. The users have been using the cardiograph and have had no add¿l problems. We will consider this to be a user issue and not a malfunction, where the customer (new user of this device)did not notice the ¿simulated data¿ statement on the report. The labeling and display adequately alert users to use of demo mode and instructs users how to return to normal mode. Consideration of this complaint and trending for this issue supports that there is no design, mfg, materials, or labeling problem. No further action or investigation is warranted.

Event description:
The customer reported that the physician asked for an EKG for a pt and the first EKG said acute mi, after performing a second EKG, it did the same thing. There was no pt impact.